Event description:
A medical materials manager reported that during surgery, the footswitch was not working and the unit shut down. A different footswitch was brought in, and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The facility did not request service; however the customer ordered a footswitch replacement. The replaced footswitch was returned for in-house eval. An initial visual assessment of the returned footswitch revealed scratched left and right wing switch covers, scratched housing, a torn label, and missing padding on the base. The footswitch was disassembled for eval. A visual assessment revealed a detached modified motor/treadle gear and a nonconforming footswitch printed circuit board (pcb). No add'l functional testing was conducted due to the condition of the returned sample. The customer reported event of the footswitch not working and the unit shutting down could not be replicated or confirmed due to the condition of the returned sample. An internal investigation found one of the two screws holding the motor/treadle gear onto the mounting shaft becomes loose causing the gear to fall off inside the footswitch. It is likely that the gear then made contact with the footswitch pcb causing shorts on the pcb which led to the pcb becoming nonconforming; however, it cannot be determined inclusively. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch. The root cause of the footswitch not working was determined to be due to a nonconforming footswitch pcb. The root cause of the customer reported event of the unit shutting down is unk as functional testing could not be performed to replicate or confirm the testing event due to the condition of the returned footswitch pcb. The root cause of the observed scratched left and right wing switch covers, scratched housing, torn label, and missing padding on the base is unk based on the info provided by the customer. An internal investigation has been opened to address the nonconforming motor/treadle gear footswitch issue. (B)(4).